Event description:
It was reported that during the implant attempt, the helix would not extend with the rotation tool. The physician used a hemostat to try and extend the helix and it appeared to extend most of the way after over twenty five rotations. Once it was extended the threshold was high. The physician also had difficulty retracting the helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching.